Event description:
Philips received a complaint by a service engineer on the v60 indicating that the central processing unit (cpu) tray cover had bent screw posts. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was sent to bench repair, where the service engineer observed that the cpu tray cover needed to be replaced as it had bent screw posts. The service engineer quoted the biomedical engineer (bme) for the replacement cpu tray cover; however, as of june 10, 2026, the bme rejected the repair estimate and decided to not go through with the repair. The device will be returned to the bme unrepaired, and per phone communication with the bme on june 10, 2026, the device will be retired. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.